Manufacturer narrative:
(B)(4). Investigation result: analysis of the returned cellebrity cytology brush revealed multiple bends in the working length and pull wire. The wire had been broken at the end of the hypotube. The catheter was torn/ split from the luer cap, which made the handle cannula poke through a tear when handle spool was actuated. The brush bristle section was present, properly formed, and without issue. Functional analysis showed that the brush would not extend due to wire broke. The event was most likely caused by some operational or anatomical aspect of the procedure which restricted the pull wire¿s ability to move freely within the catheter. Attempts to extend and retract the brush with pull wire movement restricted resulted in the broken pull wire. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the plastic sheath kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broke.